Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Mfg. Report 1 of 2, medwatch report # 3004209178-2012-84522.

Event description:
It was reported that the customer was at the doctor's office and treated due to high blood glucose. It was stated that insulin was leaking into the reservoir compartment, and the customer was not receiving insulin, which cause to his glucose level to rise. No further info was provided.